Event description:
Healthcare professional reported a xen®45 gts with "abnormal resistance of the injector and failure of the xen implant when removing the injector" during implantation in right eye.device available for return. No eye injury noted.

Manufacturer narrative:
Device analysis: the needle cover, retention plug, and gel stent were not returned. The slider knob was received near the end position and the bevel selector in the middle position. A visual inspection of the device was performed. The needle was observed to be bent. The needle guide was returned separated from the injector. A large gap/ separation was observed between the halves of the syringe case (near the needle hub). No other damage was observed. The complainant did not report that injector was damaged. The condition of the injector is likely due to handling; therefore no further evaluation of the injector damage is required. Functional test could not be performed due to the condition of the injector. No further evaluation can be performed. Complaint condition of slider resistance is unable to confirm since damage was observed to the injector and functionality testing cannot be performed. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported a xen®45 gts with "abnormal resistance of the injector and failure of the xen implant when removing the injector" during implantation in right eye. Device available for return. No eye injury noted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event of slider resistance is a known potential adverse event addressed in the product labeling.